Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their original right ventricular (rv) lead had a "malfunction" and only lasted two years. Follow up was conducted with the patients listed clinic. An allied health professional (ahp) was able to verify that the rv lead had been replaced due do fluctuations on the superior vena cava (svc) defibrillation coil impedance. The lead was replaced, and no patient complications have been reported as a result of this event.